Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi has received the sureform 60 stapler instrument and a green sureform 60 reload that was received in its jaws. Upon visual inspection of the stapler reload, all pushers were found at the bed surface of the cartridge, indicating a complete fire occurred. However, the blade was still found exposed and not completely concealed at the distal end of the cartridge with a lodged staple interfering with the path of the knife within the garage track at the distal end. Common causes of the failure mode of an exposed reload component with lodged staples are typically attributed to the user. An example is firing across a staple line or other obstructions. An additional observation not reported by the customer was the knife of the reload was found with an indentation to the blade edge. The root cause is attributed to the user. Body cartridge damage was found where the exposed knife with lodged staples resided. Skive marks were seen. No fragments appeared to be missing. Upon visual and microscopic inspection of the sureform 60 stapler instrument, no damage was found at the wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire tests passed. Staple formation on test sheet was proper. No I-beam damage was observed. A follow-up MDR will be submitted if additional information is obtained. An isi tse reviewed the system logs for this procedure and found no relevant errors. The stapler logs for this event were reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #l12221005-0560) was installed six times on arm #2 and fired six reloads (1 black, 3 green, 2 blue, in that order). There were no incomplete clamps, unclamps or firing failures for this instrument. There was one pause for compression during firing on install five. All other firings were completed with no pauses for compression. The max torque for fire four (green reload) was about two times higher than normal, but was completed without error per the logs. There were no stapler related errors in the logs for this instrument. The image of this event was reviewed by an isi clinical development engineer: "the image attached shows tissue transected by a stapler. Toward the bottom, some staples appear to have been malformed and dragged by the stapler. There is a cluster that have bunched together and pushed tissue out away from the staple line." This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a green sureform 60 reload and the target tissue was pushed and bunched. It is unknown what intervention, if any, was performed due to this event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, a sureform 60 stapler instrument fired a reload and the target tissue was pushed and bunched. There was no reported patient injury. The procedure was completed. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs for this procedure and found no relevant errors. Isi contacted the initial reporter for this complaint and additional information was obtained: the reported stapling event occurred while firing on the stomach to create the sleeve. The initial reporter said she was given the sureform 60 stapler instrument fired during this event and it had a blue sureform 60 reload installed in the jaws when she packaged it to be returned. The customer reported that they were advised to return all the instruments used during this event by the site's isi clinical sales representative (csr). The site csr was contacted and reported that this event occurred with a green sureform 60 reload. An image of this event was provided from the surgeon to the csr. Isi has attempted to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.